Manufacturer narrative:
Result: motion interrupt pan. No bed exit issue was found.

Event description:
It was reported by service report that the unit is having bed exit issue. It was further reported the motion interrupt pan was missing. No pt involvement or adverse consequences are reported.